Manufacturer narrative:
The diamondback 360® coronary orbital atherectomy system instructions for use manual states that perforation is a potential adverse event that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. However, in the opinion of the physician, the tortuosity of the vessel contributed to the perforation. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was difficult to advance through a guide extension catheter during use in the right coronary artery (rca). The proximal portion of the rca was tortuous. The guide extension catheter was removed, and the oad was advanced using glide assist instead, though difficulty was still encountered in advancing the oad to the intended target area. Multiple low-speed treatments were administered. A perforation was caused during removal of the oad from the vessel; the perforation was proximal to the treatment area. The oad was fully removed, and an angioplasty balloon was inflated to treat the perforation. An echocardiogram did not reveal any effusion, and the patient was stable.